Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that stopped functioning properly three years ago. Examination of the ipp identified that when the device is pumped it does not inflate the cylinders fully. The patient will be undergoing surgical intervention to resolve the issue, but no surgery has been performed. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that stopped functioning properly three years ago. Examination of the ipp identified that when the device is pumped it does not inflate the cylinders fully. The patient underwent surgical intervention to replace the ipp. There were no patient complications reported.